Event description:
The customer reported fluid leaked in the secondary mode area of the instrument involving coulter lh 500 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. Patient results were not generated. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucous membranes. There was no operator injury or adverse effect associated with this event. The facility has an exposure control/risk management plan in place. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the blood sampling valve (bsv) probe bent upward and backwash leaked down the rinse block. The fse realigned the bsv probe and adjusted the rinse block. The fse also noted rockerbed position 3 sensor was broken and replaced the sensor. The fse verified system operation. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).